Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 419mg/dl. The customer high blood glucose was treated with insulin pump. Customer reported that the high blood glucose levels was not detected by the sensor as sensor having updating issue. Troubleshoot for high readings was not performed. Troubleshooting for sensor issue was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.